Manufacturer narrative:
The customer returned the suspected contour next one meter, contour next test strips and contour next control solution from lot # 8bv2g32 for evaluation. An in-house testing was performed using the returned meter with returned test strips and control solution, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked as control results.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer ran control tests and obtained readings of 207 mg/dl and 225 mg/dl on the contour next one meter. The meter did not automatically mark them as control tests, and so the readings will be displayed as a blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter kit and test strips were sent to the customer.